Event description:
Patient reported right side "pain, capsular contracture, hardened." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's representative additionally reported "seroma, crease/folding, wrinkling, inflammation/irritation, and cyst."

Manufacturer narrative:
Corrected data: the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "pain, capsular contracture, hardened." Patient's representative additionally reported per anatomopathological exam "mammary prosthesis capsule: chronic inflammatory process with lymphocytic infiltrate, partially hyalinized fibrosis and synovial metaplasia¿, MRI showed ¿diminutive sparse, bilateral, cystic-looking images measuring up to 0.4 cm. Retroglandular breast implants with lobulated contours and envelope folds. Minimal liquid sheet around the implants¿ per immunohistochemical study: ¿right breast prosthesis capsule: 1. Chronic inflammatory process with fibrosis¿, per us: ¿bilateral breast prosthesis, noting lobulated contours on the right that could be related to encapsulation if there is clinical correlation¿, " device remains implanted.